Event description:
The information rec'd from the affiliate states that there was a greater than 50% re-occlusion of the stented area in the right superficial femoral artery (sfa). No intervention took place to treat the re-occluded area. The index procedure took place in 2005. The age and the gender of the pt is unknown. The vessel anatomy at the lesion in the right sfa was straight. There was no calcification present. The lesion was de novo. On the same day, prior to the index procedure, the ipsilateral femoral artery was treated with angioplasty, and the contralateral iliac artery was treated with a smart stent (8x80mm). Following this intervention, the physician successfully placed two smart stents in the right sfa as part of the super study. There was no reported injury to the pt. On the same day, it is reported that the stented area in the right leg had re-occluded. No intervention was performed at that time to treat the re-occluded lesion. Complaints of claudication had slightly improved, at the pt's 6-month follow-up. No intervention is planned. Medications: 75mg of aspirin 24 hrs prior to the procedure. During the procedure, a total dose of 3000 iu of heparin was given. The 250ml of contrast was used in the procedure. Aspirin, nitrates and statins were given upon discharge.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt. This is the second of two products involved with this event which is associated with mfg. Report # 9616099-2006-01104 and 9616099-2006-01105.